Event description:
It was reported that during central processing, the tip of the permanent cautery hook instrument was completely broken off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2021, and obtained the following additional information: the instrument broke in central processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported failure. The instrument was found to have the main tube broken. A piece measuring approximately 0.034¿ x 0.089¿ was not returned with the instrument. As a result of the broken main tube, the instrument's hook assembly was dislodged. The broken hook assembly was also not returned with the instrument. The root cause of the failure is typically attributed to user mishandling.